Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removal of broken prosthesis and implant a new prosthesis. Discovery after a post-operative control at 4 months: x rays. Re-operation is planned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the complaint was received into the company with the following comment: the surgery was performed correctly. Discovery after a post-operative control at 4 months -> x rays re-operation is planned. Removal of broken prosthesis and implant a new prosthesis. Dr (B)(6); revision total knee arthroplasty. The fracture of the femoral adapter was confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The returned products will be stored in secure storage as per procedures unless requested to be returned by the complainant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.